Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The  l1, l2, and d1 components were replaced as a precaution. The cause of the inability to complete testing is the shorted c1 capacitor. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
During an investigation for an unrelated issue, a reportable malfunction was found. The monitor failed a pulse test.